Manufacturer narrative:
Internal complaint reference: (B)(4). ¿part of the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The distal tip of the device was covered in green gauze. The suture and anchors were not returned. The needle overmold assembly was significantly bent. The depth limiter button was in the default position. The actuator tip was near the top of the deployment channel. A functional evaluation was conducted. The actuator tip would only reset to the t1 position. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time. ¿

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an arthroscopy acl reconstruction, while using a fast-fix 360 the placement of the t1 anchor was alright, but after pushed forward the deployment button, the t2 did not deployed to the meniscus, stayed as original position in the needle shaft. After trying two times, the issue still persisted. T1 was removed from the patient. The procedure was successfully completed with 1-2 minutes delay using a back-up device. No patient injury or other complications were reported.